Event description:
Discordant, falsely elevated calcium results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The instrument flagged the high results, and the samples were automatically rerun. The samples resulted lower upon repeat testing. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer recalibrated the instrument and reran quality controls, all of which were in range. The instrument was functional upon the recalibration and quality control run. The cause of the discordant, falsely elevated calcium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.